Event description:
I was informed by bio-med that they received a work order for the iabp unit because it shut down twice during a procedure. I have been trying to get an event report from ICU to identify the patient, the procedure that was in process and more detail but to date have not received that info. However, I still want to submit this report without further delay.======================manufacturer response for iabp, (brand not provided) (per site reporter).======================unknown at this time. Biomed contacted the manufacturer today 12/7/2011 for a report.